Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: pharmacy ordered bd safetyglide¿ needle only, 25 g x 1 in. For administering vaccines and they are not able to deliver the vaccine on about 10% of the clients. Had blocked needles the lumen seems to be narrow and blocked on 10% of the box. The pharmacy has set the box aside and is using something different.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 15-nov-2022. H6: investigation summary: it was reported that the needles were clogged. To aid in the investigation, four hundred and twenty samples were provided to our quality team for investigation. Eighty samples were randomly selected for investigation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All the samples expelled the solution with normal flow. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number 1327251. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported could not be confirmed.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: pharmacy ordered bd safetyglide¿ needle only, 25 g x 1 in. For administering vaccines and they are not able to deliver the vaccine on about 10% of the clients. Had blocked needles the lumen seems to be narrow and blocked on 10% of the box. The pharmacy has set the box aside and is using something different.